Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported feeling muscle stimulation. The right ventricular (rv) lead displayed high thresholds so the device was programmed aair. The patient was then reported to have had syncope. Boston scientific technical services discussed potential programming options with the health care professional (hcp). There were no additional adverse patient effects reported. The lead remains in service.